Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
The reporter stated that during a spinal surgery procedure, two vu l-pod intervertebral body fusion devices broke during insertion. The devices broke while the inserter was being pounded because the patient had a tight disc space. Surgery was completed using a spare device that was available.